Event description:
It was reported that some problems were noticed during a lab demonstration of a burr hole cover on (B)(6) 2013. It was noted that th ere was not a live patient present. The reporter stated that during the demonstration, the demonstrator closed the clip on a lead, thought it was closed, and tested it to see if it really was closed, and it was not. It was noted that the lead could move without the demonstrator's knowledge. It was reported that during the demonstration the demonstrator was attaching the base of the cover to the skull. The reporter stated that the base bent or deformed a little bit. It was noted that the piece was a little flexible, it flexed, and the clipped piece couldn't fit in right anymore. It was reported that the piece wouldn't lock into place because the base was bent and hadn't centered. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Additional information received indicated that the burr hole cover was part of a lead kit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review reported that when the demonstrator removed the base of the stimlock from the cadaver skull, the tip of the bone screws were exposed.